Event description:
On (B)(6) 2010 the pt was implanted with an ams sparc sling to treat the pt for stress urinary incontinence. It was reported that as a result the pt has experienced significant mental and physical pain and suffering and has sustained permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.